Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The reported issue was confirmed in the event history log review. The cause was determined to be a false empty detect and use error with the initial drain alarm setting inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. See table 9-1 on page 9-10 for the recommended starting points when determining your optimal I-drain alarm volume", and table 9-1 on page 9-10 gives the recommended starting point for I-drain alarm setting as 70% of the last fill volume. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if additional relevant information is received.

Event description:
It was reported to baxter's technical service center that a high drain volume alarm 101 (high drain in drain 1) occurred on the homechoice (hc) machine after use. (A high drain alarm -- (iipv) this indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode.) The home patient (hp) stated that he did not feel overfilled during therapy last night. The baxter technical service representative (tsr) swapped the hc due to the alarm. The tsr discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrived. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.